Manufacturer narrative:
Patient sex: male, age 88, weight 70kg. Date of event: (B)(6) 2019. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the alarm "unable to calibrate fiber optic sensor" occurred. The nurse did not realize that the medical staff decided to transduce the inner lumen and use it for pressure readings, instead of using the optical fiber. The nurse plugged in the cable, which caused the system to re-calibrate, and trigger the alarm. She was informed of the details of the procedure and left the cable unplugged to continue therapy. There was no reported patient injury.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. One kink was found on the catheter tubing approximately 38.4cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 38.4cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the alarm "unable to calibrate fiber optic sensor" occurred. The nurse did not realize that the medical staff decided to transduce the inner lumen and use it for pressure readings, instead of using the optical fiber. The nurse plugged in the cable, which caused the system to re-calibrate, and trigger the alarm. She was informed of the details of the procedure and left the cable unplugged to continue therapy. There was no reported patient injury.

Manufacturer narrative:
Event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the alarm "unable to calibrate fiber optic sensor" occurred. The nurse did not realize that the medical staff decided to transduce the inner lumen and use it for pressure readings, instead of using the optical fiber. The nurse plugged in the cable, which caused the system to re-calibrate, and trigger the alarm. She was informed of the details of the procedure and left the cable unplugged to continue therapy. There was no reported patient injury.